Manufacturer narrative:
Follow-up #1: date of submission: 03/22/2017. Product analysis: the device was returned and evaluated by product analysis on 03/03/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was observed. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump. The display lens was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.